Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted a hole in the tubing. Pressure test and clear passage under water was performed and the results were not satisfactory. The reported condition was verified. The cause was determined to be related to packaging machine. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter infusion pump was infusing primene through a central line and that after 20 minutes of infusion, fluid was coming out of the pump where the clearlink IV tubing was inserted. A hole was identified in the tubing where the blue clamp was and resulted in a fluid leak. There was no patient injury or medical intervention associated with this event. No additional information is available.